Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation ablation procedure, an air embolism occurred. Following transseptal puncture while the needle was in the introducer, the patient developed st elevation and an angiogram revealed air emboli in the heart. The emboli were suctioned and the procedure continued with no issues for the patient.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no leaks or other anomalies observed. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. Per the IFU, air embolism is a known risk during the use of this device.